Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead impedance had been trending downward over time and a warning had triggered for low impedance. The alert was disabled and the lead will be evaluated at the next device replacement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.